Event description:
This spontaneous case was reported by a physician and describes the occurrence of salpingectomy ("salpingectomy") in a (B)(6) female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. The patient's past medical history included ex-smoker. On (B)(6) 2006, the patient started essure (ess205). On (B)(6) 2017, the patient experienced salpingectomy (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced tendon disorder ("tendinopathy") and asthenia ("asthenia for the last 2-3 years"). Salpingectomy was done on (B)(6) 2017. At the time of the report, the salpingectomy, tendon disorder and asthenia outcome was unknown. The reporter provided no causality assessment for salpingectomy, tendon disorder and asthenia with essure (ess205). Diagnostic results: examination was normal. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and she underwent a sapingectomy approximately 10 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for salpingectomy was provided. However, given the nature of the event, causality between this event and essure use cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis and further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of salpingectomy ("salpingectomy") in a (B)(6) female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. The patient's past medical history included ex-smoker. On (B)(6) 2006, the patient started essure (ess205). On (B)(6) 2017, the patient experienced salpingectomy (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced tendon disorder ("tendinopathy") and asthenia ("asthenia for the last 2-3 years"). Salpingectomy was done on (B)(6) 2017. At the time of the report, the salpingectomy, tendon disorder and asthenia outcome was unknown. The reporter provided no causality assessment for salpingectomy, tendon disorder and asthenia with essure (ess205). Diagnostic results: examination was normal. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-jun-2017 for the following meddra preferred term: salpingectomy -analysis in the global safety database 33 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: as of apr 26, 2017, the rou has not received returned product for this case. This case is being processed as if no product will be returned, if product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 31-may-2017: quality safety evaluation of ptc. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.